Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 79mg/dl. Troubleshooting was performed. The customer stated that the device was not exposed to a high magnetic field. Assisted the customer to run the displacement and self test and they passed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. However, the device passed the displacement test and the motor was tested outside the insulin pump and passed. Further testing could not be performed due to the motor error alarm.